Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer had retraction issue. No report of adverse or injury. The following information was provided by the initial reporter: it was reported by the customer that the needle retracted while in the patient arm. Steps taken with customer/troubleshooting: customer sent case information: 4e ¿ needle retracted when in the pt arm (button wasn¿t pushed): the needle was inserted into a patients arm to draw a blood sample. While in the patient¿s arm, the needle retracted without being activated.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and another 30 retention samples by functional draw testing, and no issues were observed relating to preactivation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, customer had retraction issue. No report of adverse or injury. The following information was provided by the initial reporter: it was reported by the customer that the needle retracted while in the patient arm. Steps taken with customer/troubleshooting: customer sent case information: 4e ¿ needle retracted when in the pt arm (button wasn't pushed): the needle was inserted into a patients arm to draw a blood sample. While in the patient¿s arm, the needle retracted without being activated.